Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing low impedance issues. Surgical intervention took place where the patent underwent drg trial to resolve the issue.

Manufacturer narrative:
Product #1 pi main (B)(6). The event of low impedances was reported to abbott. The patient cannot enable MRI mode due to four low impedances. X-rays showed leads were touching. Repositioning of the patient to set ipg to MRI mode was attempted but issue persisted. The patient has effective therapy. The patient completed a drg trial and is waiting on implant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event is estimated